Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported lock up failure. Physio determined the cause of the malfunction to be failure of the u61 ic chip on the system controller pcb assembly. The device was scrapped.

Event description:
It was reported that the device would not complete the boot cycle and powers on with multi colored vertical lines on the display. There was no pt use associated with this event.